Event description:
It is reported that the pt was revised for pain. Cup and stem were loose, osteolysis of the bone surrounding the proximal femoral prosthesis, lost fixation and stability.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: an x-ray was provided showing a view of the left hip on (B)(6) 2010. This x-ray is assumed to be diagnostic based on the date relative to the primary surgery date. The x-ray shows an intact hip stem. The bone quality around the femur is difficult to assess, but shows potential of osteolysis as described. Hip stem loosening can occur for a variety of reasons such as pt activity, traumatic events and osteolysis. Since the stem remains in-vivo, no analysis was possible. The operative report indicates the stem was placed in 10 to 15 degrees of anteversion when implanted. The present anatomic position of the implant and its condition are unk. Given the info provided, a definitive cause for the alleged experience of pain and implant loosening cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.